Event description:
It was reported to boston scientific corporation that a 10mm round captivator cold snare was used to remove polyps in the colon during a polypectomy procedure performed on an unknown date. During the procedure, the snare loop broke while trying to remove a small polyp. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: the exact date of event is unknown. The provided event date of march 1, 2025, was chosen as the best estimate based on the aware date. Block h6: imdrf device code a0401 captures the reportable event of snare loop break.

Manufacturer narrative:
Block b3: the exact date of event is unknown. The provided event date of march 1, 2025, was chosen as the best estimate based on the aware date. Block h6: imdrf device code a0401 captures the reportable event of snare loop break. Block h11: a captivator cold snare was returned for analysis. Visual inspection of the returned device revealed that the flare was detached and stuck within the working length (strain relief). To facilitate analysis, the flare was fully separated from the strain relief and examined under magnification, confirming evidence of proper manufacturing. Additionally, kinks were observed in the working length and wire at the proximal section. No other problems with the device were noted. The reported complaint of a "loop break" was not confirmed. Investigation revealed that the flare was detached from the working length (strain relief), with damage suggesting possible manipulation. Kinks were also observed in the working length and wire at the proximal section. These findings indicate that the damage likely resulted from improper handling or excessive manipulation of the device. Therefore, these observed problems will be classified as "adverse event related to procedure". A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a 10mm round captivator cold snare was used to remove polyps in the colon during a polypectomy procedure performed on an unknown date. During the procedure, the snare loop broke while trying to remove a small polyp. The procedure was completed with another of the same device. There were no patient complications as a result of this event.